Event description:
It was reported that bd insyte autoguard catheter 'opens' when trying to advance. The following information was provided by the initial reporter, translated from spanish to english: event description case: patient admitted today to the emergency department with indication for hospitalization due to a diagnosis of gastric tumor and therefore proceeded to cannulate with peripheral venoos catheter number 18 with which the auxiliary nursing staff must perform two punctures due to a defect in the catheter's plastic which makes the puncture more traumatic. 2024-iai-3127. Place of operation of the medical device at the time of the event: ER. Recurrence: yes. Medical device available for evaluation? No. Attached sample: no photographic evidence is available. Complaint quantity: 1 patient with clinical picture of approximately 2 months of evolution consistent in abdominal pain type colic of moderate intensity, intermittent, after food intake, with partial improvement with buscapine tab 10 mg vo, nausea, asthenia, adynamia, attends appointment in outpatient clinic where they start oral treatment with little clinical improvement, so they request paraclinics finding secondary anemic syndrome, 3 days ago he was evaluated by a rheumatologist in outpatient clinic who requested an evaluation which was performed today at the surgeon's office and reported a cardiac tumor siewert ii, gastric tumor bormann 1, polypoid antrum of 40 mm, for which dr decides to refer him to the emergency department for hospitalization, thoracic and abdominal cat scan, evaluation by nutrition, general surgery, oncology, for which he attends a consultation in the emergency room. Additional information received on 14 jan 2025: in relation to case 553 where it states, ¿procedure to canalize with peripheral venous catheter number 18 with which the nursing assistant must perform two punctions due to defect of the catheter plastic¿. An interview is conducted with the nursing coordination requesting clarity on the defect witnessed, which reports that initially there is difficulty with the opening in the skin that should generate the water (defect manifested in other reports in relation to the bevel) so that when trying to advance the catheter the plastic was opened and traumatized the patient in the advance of the same.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: a device history record review was completed by our quality engineer team for provided material number 381844 and lot number 4170687. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of catheter defective / damaged with lot 4170687 regarding item #381844. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.